Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n084294, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, lot# j0058192r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml). An x-ray was performed in 2014, and after refilling the catheter, the patient experienced an overdose. The patient had also had a "couple breakthrough seizures," got itchy, and was hypersensitive. It was unclear as reported, when the seizures occurred, as no other details were provided. Before the patient's pump was replaced in (B)(6) 2014, the pump delivered 289 mcg/day. After the pump was replaced in (B)(6) 2014, the pump delivered 402.7 mcg/day. The patient's indication for pump use was intractable spasticity. Additional information regarding the lioresal dates of therapy and lot number, concomitant medications, medical history (specifically seizures), start dates of alleged symptoms, date of x-ray, nature of the overdose (symptoms), source of hypersensitivity, diagnostic testing, actions/interventions, and confirmation of pump replacement date in 2014 was requested.